Event description:
The customer reported that the image quality of the images produced was degraded to a point in which they were usable. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image intensifier power supply voltages were adjusted. The system was tested and found to be working as intended and put back into service.